Manufacturer narrative:
An event of hemodynamic instability and bradycardia 4 hours following implant was reported. 24 hours after surgery, systolic function was worsening and a thrombus was noted on the valve following an apical anterior akinesia and a common trunk thrombosis. Surgery was performed to remove the clot, after which the patient's condition continued to decline and the patient died 24 hours after the intervention. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm trifecta gt valve was implanted without any complications. Post op the patient was transferred to resuscitation care unit and 4 hours post implant the was hemodynamically unstable with bradycardia. 24 hours post implant the systolic functions were worsening, following an apical anterior akinesia and a common trunk thrombosis which led to an emergency revision procedure. A blood clot on the aortic valve was noted. A double aortic bypass, blood clot removal and aortic valve cleaning was performed. After emergency surgery a circulatory assistance extra-corporal life support (ecls) was installed. During transesophageal echo (tee) the physician noted that aortic valve does not open. 24 hours post emergency surgery the patient's clinical status worsened with hemodynamic failure. There was no therapeutic solution. The patient expired on (B)(6) 2019. Additional information was requested but yet received. It is unknown if the valve was explanted if it will be returning for analysis.